Event description:
On (B)(6) 2006, the patient presented with chronic back and leg pain and the preoperative diagnosis of l5-s1 lumbar instability. The patient underwent surgery which consisted of a retroperitoneal approach; l5-s1 anterior lumbar discectomy and interbody fusion with lt cages and infuse. Per the operative notes ¿¿ the left lt cage measuring 14 x 23 mm was inserted into the disk space under fluoroscopic visualization. The cage was countersunk to 3-4 mm. Similarly, the right lt cage was inserted. Both cages were packed with bmp on gelfoam...¿ no patient complications were noted. On (B)(6) 2006, the patient developed chest discomfort and tachycardia of unknown etiology. By day 5 this had resolved. The patient underwent an echocardiogram which demonstrated a borderline ventricular enlargement with well-preserved systolic contractility and mild tricuspid regurgitation. The patient was prescribed lopressor as their heart rate ran in the 50¿s to 60¿s. On (B)(6) 2006 the patient presented with significant improvement in back pain however, the patient still felt like ¿there is 5 lb. Bags of sugar tied to her feet¿. The pain in hips had not changed. They had had no incisional problems. There was gradual improvement in mobility. The patient did complain of constipation. The patient had lost 20 lbs since the surgery. Follow up x-rays were reviewed which showed that the cages appeared to be in good position at l5-s1 with preservation of the normal lumbar lordosis. There was no evidence of subsidence or haloing around the cages. There was mild disc narrowing present at l4-5 unchanged from prior examination. On (B)(6) 2006, approx. 3 mo. Post op, the patient presented with fatigue, abdominal upset, fever, and maculorpapular rash involving the chest and upper extremities as well as the face. The patient had lost over 20 lbs. The patient reported improved low back symptoms and was no longer experiencing severe numbness in the lower extremities but the patient did complain of severe constipation and had not been able to have a bowel movement for the past seven days. Per the encounter notes the patient had recently been hospitalized for a viral illness. On (B)(6) 2006 the patient presented with difficulty with bowel movements; fibrillation; pain into the central lumbar spine radiating into bilateral buttocks, calves and feet; and gait abnormality. On (B)(6) 2007 the patient presented with low back and cervical neck pain. The patient described the back pain as severe, and in the lumbosacral region with numbness in the right calf, ankle, and right foot. There was new (onset two weeks prior) bilateral groin pain that shot into the posterior thigh region. The patient found that her c6 was ¿spasming¿ which was contributing to an increase in the frequency of headaches. The patient reported they were experiencing some habitual episodes of syncope which they stated was due to trouble with their blood pressure. The patient had had a tilt table test in which they, the patient stated, had passed out in 10 minutes. Medications: valium and norco was changed to opana. On (B)(6) 2007 the patient presented in ER and was admitted to hospital with febrile illness, arthritis, and intractable pain. The patient complained of sore throat and severe discomfort in the hands, elbows, and shoulder affecting functionality. Per the encounter notes, there was no evidence that the back surgical site was infected. An extensive work up was conducted for septic arthritis. A 2d echo showed mild mitral regurgitation and questionable stenosis, mild pulmonary hypertension. The patient underwent an upper gi endoscopy showed some whitish plaques thought to be candida. The patient was started on nystatin. A bone scan was conducted and was normal. A CT of the abdomen and pelvis revealed severe constipation otherwise normal. An ultrasound of the right shoulder did not show evidence of fluid collection. X-rays of the left elbow, right ankle, right foot, right tibia, fibula and right hip were all within normal limits. Arterial flow studies of the legs were not significant. The patient had abnormal labs. On (B)(6) 2007 the patient was discharged from hospital. Discharge diagnosis: severe diffuse arthritic pain in the legs and arms, etiology never proven, possibly viral; chronic back pain; chronic constipation; mild anemia, etiology uncertain. On (B)(6) 2008 the patient presented with cervical and lumbar symptoms. The patient had low back pain which radiated into the right lower extremity, weakness, fatigue, chronic pain, frequent headaches, chronic constipation, loose stools, urinary leakage, spasm in buttocks and posterior legs, recurrent frequent syncope, and cervical and inter-scapular pain with persistent numbness affecting both arms and hands, weakness, a tendency to drop things, insensitivity to hot and cold. At this encounter the patient stated their pain was "unbearable" and they were starting to feel "sick" and nauseous. The patient had a slightly kyphotic posture. The patient was also noted as showing signs of narcotic dependence. Medications: norco and oxycontin and valium. The patient had been on wellbutrin but was no longer taking it. On (B)(6) 2008 the patient presented with low back pain radiating into the lower extremities, bilateral calf cramping, cervical pain radiating into the shoulders, hand numbness, hand intolerance to cold, and chronic headaches. Per the encounter notes the patient did have an underlying cardiac disorder and episodes of syncope. Possible diagnosis of reynaud¿s. Cervical and lumbar MRI¿s were reported as demonstrating degenerative changes at the l4-5 level with central left paracentral disc herniation. No significant nerve impingement was noted. Stable fusion appeared at the l5-s1 level. Cervical spine revealed mild loss of lordosis and a mild bulge at c5-6. There was no evidence of disc herniation or nerve impingement. There was no signal change in the spinal cord .medications: oxycontin, valium, and norco. On (B)(6) 2008 the patient presented with symptoms largely unchanged. The patient reported daily headaches, pain in lumbar spine radiating into the buttocks and posterior thighs, and posterior left thigh and calf cramping. The patient was prescribed flexeril for spasms.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.